Manufacturer narrative:
This incident occurred outside of the united states.

Event description:
Pt reported, the vibro-alarm on the infusion device does not function properly. For a period of four weeks, there was no vibration when the pt bolused or when the infusion device performed the self-test. The infusion device was not exposed to water or electromagnetic fields. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and returned for evaluation. The infusion device was thoroughly evaluated, and the complaint was verified. The vibra and the backlight do not function. The inductor of the backlight is broken and the coil is loosened. The windings of the backlight inductor are wrapped around the vibra and therefore, the vibra is blocked.